Manufacturer narrative:
Product analysis: analysis was able to confirm the epg would not turn on due to a drained battery. Analysis also noted that the epg failed an incoming test due to an out of specification main printed circuit board (pcb). The epg was returned to without repair at the customer's request. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was returned for service. There was no patient involvement. It was further reported that the epg tested out of specification during manufacturer's analysis.